Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) displayed as "high" ; although specific value was not provided. Cause was unknown. Customer addressed the elevated bg by manual insulin injection. Recommendation was made to consult with their healthcare provider. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 489 mg/dl. Reportedly, the customer continued using pump for insulin therapy.